Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to the manufacturer. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was found next to his bed with both power disconnected. In addition, the controller did not have an audible no power alarm. The power source(s) were reconnected and the pump restarted.  Details regarding whether the patient experienced any residual symptoms have not been provided. The controller was later exchanged with no reported patient consequence.

Manufacturer narrative:
The reported event of no power alarm could not be duplicated during the analysis of the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported an event of no power alarm when both power sources were disconnected followed by a reconnection of power sources and restart of pump.  One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed a controller power up event with an associated motor start event on (B)(6) 2017. Fifteen (15) minutes before the loss of power, the controller was connected to (B)(4) with 96% rsoc on power port 1 and (B)(4) with 25% rsoc on power port 2. Fifteen (15) minutes after the controller power up, the controller was connected to (B)(4) on power port 1 and (B)(4) on power port 2. (B)(4) capacities were logged as "202," which indicates that the batteries experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that both power sources connected prior to the loss of power were replaced and since the controller was power down there no alarms or faults status recorded. The reported loss of power was confirmed via log file review; however, analysis of the controller revealed  the "no power" alarm functioned as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.